Manufacturer narrative:
Date of this report, corrected data: initial report inadvertently listed "02/19/2019" instead of "02/11/2019". Describe event or problem, corrected data: initial report inadvertently left out information regarding the protrusion of the device. (B)(4).

Event description:
It was reported that the patient's vns was visible, but not extruding.

Event description:
It was reported that the vns lead was found to be broken at the electrode end of the lead and that the cause of the break was unknown.